Event description:
During an ercp procedure, the physician used a cook endoscopy web ii memory double lumen extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. An attempt to extend the basket failed. The user then forcefully pulled on the handle assembly. At this time, the inner drive wire punctured the outer sheath near the proximal end of the device. The user's hand was not injured. The patient did not experience an adverse event due to this occurrence.